Manufacturer narrative:
(B)(4). The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window.

Event description:
Customer reported via phone call that customer's insulin pump was damaged. Customer states that waterproof ring was missing of reservoir compartment. Customer's blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.